Event description:
Additional information from the company representative indicated that the baclofen dose was 250mcg/day. The stalled pump was reprogrammed without success and the physician waited; however, the pump had never recovered. The pump had been implanted in 2009 and was replaced on (B)(6) 2015. The pump was going to be returned to the manufacturer.

Event description:
A company representative reported that the pump was still in the hospital as the head nurse did not want to return the pump yet. It was noted that nurse wanted to get the pump ready for "a possible request of regulatory affair". It was unknown if the pump would be returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose unknown) via an implantable infusion pump. On (B)(6) 2015, the patient's pump stalled. The pump alarm began on the morning of (B)(6) 2015 and the patient became spastic. The pump was interrogated and confirmed the motor stall. The patient was treated with oral medication while waiting for the motor stall to recover. Reprogramming of the pump did not allow the pump stall to recover as it remained stalled. The patient was watched and if the motor stall did not recover there would be a probable explant and replacement of the pump. Patient status at the time of the report was alive with no injury. Please note the implant date was reported as approximate. Additional information has been requested for the dose, actions/interventions, resolution and product return, but this information was not available as of the date of this report. Should additional information be received a supplemental report will be filed.